Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer failed. A field service engineer reseated the row board cable connection to the drawer controller, but the drawer still failed upon reboot. The fse then replaced the retractor band. Since the drawer was scraping while being opened and closed, the engineer pulled out the drawer and adjusted the slides. The position sensor was misaligned, causing it to run on the magnet strip, so the fse adjusted the position sensor. The system functioned intended after the field service engineer had repaired the device. E1. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.